Manufacturer narrative:
The customer contacted the siemens technical solution center (tsc). Tsc assisted the customer in alignment of the sample 1 and reagent 1 probe. Upon follow up, the customer stated that no additional discordant calcium results were obtained. The cause of the inconsistent calcium results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 1226181-2013-00367 was filed on august 23, 2013. Additional information (08/23/2013): a correct result of 9.1 was reported to the physician(s).

Event description:
Inconsistent calcium results were obtained on one patient sample on a dimension vista 500 instrument. The results were not reported to the physician(s). It is unknown what result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the inconsistent calcium results.